Event description:
The clinician reports that the day the implant was placed in ada 19, failure occurred upon insertion. Primary stability not achieved, implant surface not completely covered with bone, ridge augmentation and immediate extraction site. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.